Event description:
The reporter stated the surgeon inserted an aq5010v three piece silicone lens into the patient's left eye. The tech had difficulty loading the lens as she was following the doctor's instructions on how to load the lens. The nose of the loop haptic got caught in the injector and tore. The surgeon cut the lens to remove from the eye. There was no malfunction, cause of this incident was due to loading error. No patient injury. This lens was used as a piggyback lens. The facility discarded the lens. A backup lens was implanted.

Manufacturer narrative:
Silicone ultraviolet-absorbing posterior chamber three piece foldable intraocular lens (elastimide). Evaluation conclusion: the product pertaining to this claim was not returned for evaluation. Based on the complaint history, it was determined that the root cause of this event was due to loading error. This device was used as a piggyback lens, this lens was used for an indication other than what is claimed in our labeling, therefore the performance, safety and efficacy of the lens cannot be substantiated. (B)(4).